Event description:
A biomedical engineer reported that during the phacoemulsification portion of a cataract with iol (intraocular lens) implant procedure, the pt¿s cornea became opaque due to a corneal burn. The procedure was stopped and ¿iol expantation¿ was postponed until resolution of the corneal burn. Add¿l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).